Event description:
Customer reported via phone call to have received an unexpected restart alarm and was not aware of when insulin pump shut off. Customer's blood glucose was 121 mg/dl. Customer was advised that insulin pump would be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.